Event description:
It was reported that a cartridge alarm occurred, which had been ongoing for several months and happened during the load process. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to store the existing pump and return it using a provided box and label, after which a replacement pump with updated software would be sent. The customer was informed about reprogramming their settings and connecting their cgm to the new pump, and chose mdi as backup therapy to ensure continuous insulin delivery.